Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant an inflatable penile prosthesis (ipp) that would not inflate properly. A new ipp was implanted. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the cylinders, pump, and reservoir of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The spherical reservoir was visually inspected, and leak tested. The reservoir had a hole and a leak at the adapter strain relief kink resistant tubing (krt) junction from a sharp instrument that most likely occurred during explant. The krt was worn down to the filament. The cylinders were visually inspected, and leak tested. The first cylinder had wear at a fold in the proximal end of the cylinder body. The krt was worn down to the filament. The first cylinder passed the leak test. The second cylinder had wear at fold in the proximal end of the cylinder body. Krt was worn down to the filament. The second cylinder passed the leak test. The momentary squeeze (ms) pump was visually inspected, leak tested, and functionally tested. The ms pump krt was worn down to the filament. The ms pump passed the leak test. The krt was trimmed prior to functional testing. The ms pump failed activation tests 2 and 3. Based on the information available and analysis results, the reported allegation of inflation issues was confirmed.

Event description:
It was reported that the patient underwent surgical intervention to explant an inflatable penile prosthesis (ipp) that would not inflate properly. A new ipp was implanted. There were no patient complications reported.